Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: 3005334138-2018-00505. During a right pulmonary vein contraction procedure a pericardial effusion occurred. Following ablation in the right atrium, after the patient was transferred to the recovery room, echography was performed. An effusion was observed and when checked again had not improved. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.